Event description:
It was reported that the ventilator collided with the MRI system. There was no patient harm. Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator collided with the MRI system due to improper use of the operator. There was no patient harm. The user accidentally exceeded the warning line when pushing the machine. The system had no problems after inspection by the field service engineer and the function was confirmed to be normal. The mobile cart had a broken main seat fixed tenon and pictures of the guide system (mr version) were received. The customer decided not to repair it, and temporarily fixed the device with a rope so that the device would not slide. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the gauss safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". Instruction for use of servo-I in mr environment according to mr declaration, article number 6671670 must be followed for safe use. The conclusion is that mr environment conditions were violated by the user and that the ventilator was attracted to the mr scanner.

Event description:
Manufacturer´s ref #: (B)(4).